Manufacturer narrative:
The initial MDR 2247117-2015-000035 was filed on june 09, 2015. Additional information (06/23/2015): data was provided for two additional discordant thyroglobulin results. It is unknown if any of the results were reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a system decontamination and replaced the high speed spinner assembly. Upon revisit, the cse checked the tube lifter position and positioned it as per the specifications. The cause of the discordant thyroglobulin and androstenedione results on multiple patient samples is unknown.

Event description:
Discordant thyroglobulin (tg) and androstenedione results were obtained on multiple patient samples on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument for all the samples, except sample (B)(6) which was repeated three times. All the repeat results were as per clinician's expectations. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant thyroglobulin (tg) and androstenedione results.

Manufacturer narrative:
Additional information (08/14/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data. Upon the hsc specialist's recommendations the customer reviewed their sample collection procedure. The customer modified the sample collection procedure and the issue resolved. The cause of the discordant thyroglobulin and androstenedione results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.